Event description:
It was reported that the patient had an infection and that their implantable neurostimulator (ins) was explanted on (B)(6) 2014. The primary location of the infection was not known. The patient did not have meningitis. Antibiotics were administered for the infection. The patient was to be doing a trial in a couple of weeks ((B)(6) 2015) for a new device system. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n475267, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).